Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / severe and persistant pain") in a (B)(6) female patient who had essure (batch no. 624489) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included overweight. Previously administered products included for an unreported indication: ortho tricylen. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2016, 8 years 7 months after insertion of essure, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), loss of libido ("hormonal changes loss of libido"), headache ("headaches"), weight increased ("weight gain") and migraine ("migraines"). On (B)(6) 2017, the patient experienced urinary incontinence ("bladder or urinary problems or changes : incontinence"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (partial hysterectomy / bilateral salpingectomy and removal of left ovary). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, female sexual dysfunction, urinary incontinence and fatigue outcome was unknown, the alopecia was resolving and the loss of libido, headache, weight increased and migraine had resolved. The reporter considered alopecia, fatigue, female sexual dysfunction, headache, loss of libido, migraine, pelvic pain, urinary incontinence and weight increased to be related to essure. The reporter commented: as a result of essure, plaintiff suffered severe injuries. (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical record was received event- "apareunia (inability to have sexual intercourse), fatigue, hair loss, migraines, headaches, weight gain,hormonal changes loss of libido, bladder or urinary problems or changes : incontinence,did you undergo an essure confirmation test? No" added from pfs. Lot number- 624489, historical drug,concomitant condition added from pfs. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / severe and persistant pain") in a 42-year-old female patient who had essure (batch no. 624489) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed ¨did not you undergo an essure confirmation test¨. The patient's past medical history included overweight. Previously administered products included for an unreported indication: ortho tricylen. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2016, 8 years 7 months after insertion of essure, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), loss of libido ("hormonal changes loss of libido"), headache ("headaches"), weight increased ("weight gain") and migraine ("migraines"). On (B)(6) 2017, the patient experienced urinary incontinence ("bladder or urinary problems or changes : incontinence"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy / bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, female sexual dysfunction and urinary incontinence outcome was unknown, the fatigue, loss of libido, headache, weight increased and migraine had resolved and the alopecia was resolving. The reporter considered alopecia, fatigue, female sexual dysfunction, headache, loss of libido, migraine, pelvic pain, urinary incontinence and weight increased to be related to essure. The reporter commented: as a result of essure, plaintiff suffered severe injuries. Current weight:190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.